Event description:
The reporter (a healthcare provider) contacted animas on (B)(6) 2013, on behalf of the patient alleging that the blood glucose (bg) target setting in the pump was incorrect. The reporter stated that while at the hospital for an outpatient procedure unrelated to diabetes, it was noted that the target bg setting in the patient's pump was set for -131 instead of 131 as intended. The patient reportedly denied making any changes to the pump settings. The pump was reportedly only showing three of the alleged seven bg targets set in the pump. During troubleshooting, animas customer technical support (acts) became aware that the patient continued to use the pump during oncologic procedures that exposed the pump to MRI environmental interferences. The user's booklet warns users to remove the pump before undergoing an MRI and to keep it outside the room during the procedure because very strong magnetic fields, such as in an MRI can re-magnetize the portion of the motor that regulates insulin delivery. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of the pump's target bg settings being incorrect without user intervention remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: using the user's settings, the insulin sensitivity factor was set to 60 and the target bg was set to 131mg/dl. An ezbg bolus using the patient's settings for 60mg above target was performed, and the pump calculated a 1 unit bolus. The ezbg screen shows the equation of actual bg (191mg/dl) minus (-) target bg (131mg/dl) equals (=) isf (60). The results then show bg (1) minus (-) iob (0) equals (=) total (1). All calculations were found to be correct. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no insulin delivery interruptions or pump malfunctions observed in the black box download. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.